Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2,h3, h6(medical device problem code, type of investigation, investigation findings, investigation conclusions and component codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after restarting the unit the device, it would be stuck booting up. Upon further inspection a ruptured capacitor was confirmed inside the solenoid driver board. Both the solenoid driver board, and power management board were replaced which resolved the issue. Device passed the performance and safety checks according to factory specifications. The following investigation was performed technician of the maquet failure analysis and testing dept (fat). The failure analysis and testing dept received part with a reported unit failure of an interruption during the battery maintenance. The fat performed a visual inspection and found pn pcb, power management, rohs to have a bent pin. This would cause a failure once installed. Possible cause may be a service or shipping and handling issue. The fat installed pcb solenoid control, rohs in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Due to characterization limit: e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during battery maintenance that the display of cardiosave intra aortic balloon pump (iabp) showed maquet and the maintenance was interrupted. There was no patient involvement.